Event description:
It was reported to philips that the system's geometry module was unable to move the c-arm. The device was in clinical use at the time of the event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned however the customer did not provide further information about the patient and the procedure. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's geometry module was unable to move the c-arm. Upon checking with the customer, the customer claimed that c-arm will continue moving after release the geo button. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the geo module was being used for a long time, and it was worn out. The cause of the geo module failure could not be conclusively determined by the supplier's part analysis however, the replacement of the geo module by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.